Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, delaying user access to medication. Customer did not disclose the nature of procedure or the name of the required medications. Customer stated that users were able to retrieve the required medication by manually unlocking the drawers. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated device and determined that a drawer sensor's wiring was damaged. The field service engineer replaced the sensor to resolve. Device was tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, delaying user access to medication. Customer did not disclose the nature of procedure or the name of the required medications. Customer stated that users were able to retrieve the required medication by manually unlocking the drawers. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, delaying user access to medication. Customer did not disclose the nature of procedure or the name of the required medications. Customer stated that users were able to retrieve the required medication by manually unlocking the drawers. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sensor had hidden wiring damage. So, a field service engineer replaced the sensor. The system functioned as intended after being troubleshooted by the field service engineer.